Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off but present. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during the lap hemicolectomy procedure, error code noted identifying instrument fault. Instrument was disassembled and then reassembled. Same error code noted. Surgeon noticed that instrument was missing part of jaw. Jaw piece was located (external to patient) no pt consequence.